Event description:
A week after a successful pacemaker generator change out procedure, the patient presented with a post-operative hematoma at the surgical site. Specific location/size of hematoma cannot be clarified. The patient had been on dialysis and blood thinners prior to, during, and after the procedure. The patient has returned four times for out-patient draining of the hematoma and the hematoma has not yet fully resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event # (B)(4). Eval, results: facility disposed of device. Device is not available for return and inspection. (B)(4).